Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 360 mg/dl at the time of call. The customer stated that her blood glucose reached 500 mg/dl. The customer stated that she treated her high blood glucose with glucagon shots. The customer stated that she experienced nausea, vomiting and headaches. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer stated that there were no setting issues found. The customer stated she performed high pressure test prior to the call. The customer stated that the insulin pump did alarm no delivery during high pressure test. The customer declined to perform high pressure test at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.